Event description:
It was reported that during a CT guided biopsy procedure, the device allegedly failed to obtain samples. It was further reported that the device allegedly hung upon patients tissue when the needle was pulled out. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. During visual evaluation, the device appeared to be clean, and the device was returned in half primed position thus leaving the sample notch in exposed condition. Upon functional testing, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is unconfirmed for the reported failure to obtain samples, as the device was able to obtain samples without issues. However, the investigation is inconclusive for the reported removal issues, as the condition of use could not be replicated. A definitive root cause for the alleged failure to obtain sample and difficult to remove issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2024), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2024).

Event description:
It was reported that during a CT guided biopsy procedure, the device allegedly failed to obtain samples. It was further reported that the device allegedly hung upon patients tissue when the needle was pulled out. There was no reported patient injury.